Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was unknown. It was reported that the patient went to the hospital and was given an unspecified antibiotic (dose, route, frequency and duration were not reported) for the event and will continue treatment for seven days. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.